Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side deflation. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation/ use error: observed opening assessed as fold flaw opening. ¿ anxiety - product/ procedure: unable to observe since it is not related to the device. As per the investigation procedure crease wear abrasion particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a deflation to an unknown side and later also reported "damage to left where incised it with knife to remove implant, marked with black circle" and "recalled implant". Healthcare professional later reported the deflation to be the right side. Affected side is right. Device has been explanted.